Manufacturer narrative:
The unit was returned for investigation and was tested using our standard operating procedures. The complaint of a burning smell was not confirmed, however, upon receipt it was confirmed that the unit exhibited a "pump fault" alarm due to a loose set screw and pins on the roller pump. As a result of the loose set screw and pins, the roller pump was hitting the chassy, which shorted two transistors and an integrated circuit on the daughter board. The operator's manual states that the device should be serviced periodically and includes a service and preventive maintenance schedule, which states that the pump head should be cleaned annually. The manual provides instructions for cleaning the pump head and instructs the user to "make certain the pump head is securely fastened with the retaining screw." The unit had not been returned to (B)(4) since it was shipped to the customer in 2013. It was reported that there was no injury to the patient nor a delay in therapy.

Event description:
The user facility reported that a "burnt smell" was noted right after the start of a procedure. About 3 to 5 minutes later, the unit displayed a "pump fault" alarm message and "the unit immediately stopped." When the unit was returned to the distributor, it was noted that there were scratches on the unit and misplaced pins on the roller pump assembly.